Manufacturer narrative:
Details of complaint: the customer reported that their bedside monitor (bsm) was displaying respiratory rates that the physicians did not agree with. The monitor was showing respiratory rates in the 50s - 60s, but the actual rate, as counted by the waveform and the performed physical exam of the patient, was in the 70s - 100s. No patient harm or injury was reported. The biomedical engineer followed up with nihon kohden's technical services shortly after and reported that turning off the "noise reduction for impedance reparation" seemed to have fixed the issue with the inaccurate rr readings. Service requested / performed: troubleshooting. Investigation summary: the accuracy of impedance respiration measurement is dependent upon the clinician's judgement of the patient's general condition as well as other factors to select appropriate settings. In this case, the customer was able to resolve the discrepancy by disabling the "noise reduction for impedance reparation" setting. Nk's clinical application specialist explained to the customer the importance of lead placement and switching the respiration leads from r-f to r-l, if the patient is shallow breathing, to measure the upper chest movement for respirations. No malfunction was observed. The service history for this customer shows this is an isolated incident. Further action is not warranted at this time.

Event description:
The customer reported that their bedside monitor (bsm) was displaying respiratory rates that the physicians did not agree with.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) was displaying respiratory rates that the physicians do not agree with. The monitor was showing respiratory rates in the 50s - 60s, but the actual rate, as counted by the waveform and the performed physical exam of the patient, was in the 70s - 100s. No patient harm or injury was reported. The biomedical engineer followed up with nihon kohden's technical services shortly after and reported that turning off the "noise reduction for impedance reparation" seemed to have fixed the issue with the inaccurate rr readings. No further assistance has been requested at this time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) was displaying respiratory rates that the physicians do not agree with.